Event description:
Event description guidant received information that this device was deactivated with a magnet prior to surgery, and that it was not reactivated post surgery. This device was deactivated by a non-guidant employee. This observation of the deactivated device was made during a routine post operative examination. There were no reports that critical therapy, either shocking or pacing, had been required during the post operative interim. Technical services (ts) discussed how to correctly use a magnet, and emailed a slide presentation to the area representative to give to the physicians where the procedure had been performed.